Event description:
Cannulated screw threads peeled during implantation and partial threads remain in patient and could not be retrieved. Surgery was completed without complication to patient.

Manufacturer narrative:
H10 additional narrative a1,a2,b3,b5,d6: this information was provided on completed questionnair received. H3,h6: subject device was returned and evaluated. During dimensional investigation device was measured for minor diameter, major diameter, shaft diameter, and cannulation diameter. All dimensions were found to meet specifications. Length of the screw could not be accurately measured due to type and extent of the damage. Manufacturing records were reviewed and no complaint related issues were found. Since no manufacturing related issues were found, a cause for this incident could not be reliably determined.